Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports (same patient, different products). Linked to mfg report number: 3005920706-2026-00028. A customer reported: "I have been using this mahoney on and off since the end of november. I have an infection now. I purchased from walmart. Pharmacy on line." Infection is in his left leg. Treatment: antibiotics.